Manufacturer narrative:
Unit received with button error alarm and had unresponsive bolus express, escape and act buttons due to corroded keypad traces. Unable to perform prime/delivery test, excessive no delivery test and displacement test or verify excessive no delivery alarm due to unresponsive button. Unit had minor scratched lcd window, scratched case, broken battery tube threads, broken reservoir tube lip, missing o-ring (reservoir tube) and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and an unresponsive keypad. Blood glucose level at the time of the incident was 94 mg/dl. The customer did not recall any significant events leading up to these issues. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.